Manufacturer narrative:
No further information has been received, and the device will not be returned for analysis.

Event description:
Boston scientific, crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had an episode of ventricular tachycardia (vt). The crt-d delivered anti-tachycardia pacing (atp). The vt was accelerated to ventricular fibrillation (vf). The device delivered multiple therapeutic shocks which did not successfully convert the patient's arrhythmia. It was reported the defibrillation threshold (dft) at implant was 14j. The patient died.